Event description:
On 08/sep/2023 fresenius was notified that this 75-year-old male peritoneal dialysis (pd) patient passed away on the liberty select cycler on (B)(6) 2023. No further information was provided. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient had been in the hospital for one month (admission date not provided) for issues related to uncontrolled blood pressure. The issues were not related to use of the liberty select cycler or other fresenius product(s). The patient passed away on (B)(6) 2023 while hospitalized. The pdrn could not confirm if the patient was connected to the liberty select cycler or if the patient was continuing pd therapy during the hospitalization. The clinic did not have any documentation from the patient¿s hospitalization. The cause of death was unknown. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
On 08/sep/2023 fresenius was notified that this 75-year-old male peritoneal dialysis (pd) patient passed away on the liberty select cycler on (B)(6) 2023. No further information was provided. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient had been in the hospital for one month (admission date not provided) for issues related to uncontrolled blood pressure. The issues were not related to use of the liberty select cycler or other fresenius product(s). The patient passed away on (B)(6) 2023 while hospitalized. The pdrn could not confirm if the patient was connected to the liberty select cycler or if the patient was continuing pd therapy during the hospitalization. The clinic did not have any documentation from the patient¿s hospitalization. The cause of death was unknown. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 fresenius was notified that this 75-year-old male peritoneal dialysis (pd) patient passed away on the liberty select cycler on (B)(6) 2023. No further information was provided. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient had been in the hospital for one month (admission date not provided) for issues related to uncontrolled blood pressure. The issues were not related to use of the liberty select cycler or other fresenius product(s). The patient passed away on (B)(6) 2023 while hospitalized. The pdrn could not confirm if the patient was connected to the liberty select cycler or if the patient was continuing pd therapy during the hospitalization. The clinic did not have any documentation from the patient¿s hospitalization. The cause of death was unknown. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak test passed. The valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.